Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with air in line message displayed on the screen. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 0.6 ml/hour had been programmed, with a total reservoir volume of 102 ml. The total volume should have been 100.8 ml, but 102 ml was used to allow a slight to overfill in case of delayed appointment. The infusion was completed approximately two hours earlier than scheduled. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.